Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with normal operating currents. There were no unexpected low battery alarms. The unit passed the rewind, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test. There were no motor error alarms. However, the drive support disk was slightly loose. The motor was tested outside of the device and passed. The display battery icon was working properly. The unit had a cracked case at the display window corners, a minor scratched lcd window, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report a motor error alarm and a low battery alert. The customer's blood glucose levels ranged from 92 and 180 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.